Event description:
A physician reported a pt who was treated into the upper and lower vermilion borders. Immediately after the treatment, the injector noted a bluish discoloration extending from the cupid's bow portion of the upper vermilion border to the nose and extending slightly lateral to the philtral ridges. Topical applications of heat was begun and the area was massaged. Topical polysporin ointment and then ice were applied. The pt reported slight improvement of the discoloration with the ice. Approximately 30 minutes later, the area remained discolored with some pinkness at the philtral ridges after massage. The capillary refill was slow but present. The injector believed the discoloration extended from the cupid's bow to the left corner of the mouth and resolved spontaneously on 2 february 1998. The entire valley of the philtral crest began weeping, oozing and sloughed on 2 february 1998. The sloughed area was irregular in shape, the size of a piece of dentene gum. The pt also noted prescribed oral keflex on 2 february 1998. On 5 february 1998, the pt was seen with a scab at the treatment site. On 6 february 1998, the philtral area crust had fallen off and was an open wound with some serous drainage. The physician believed the area would probably scar and planned a topical intervention for avoiding scar formation.